Event description:
It was reported that the patient with this non-(B)(6) right atrial (ra) lead exhibited oversensing of atrial channel noise that could be related to electromagnetic interference (emi). This ra lead remains in service. No adverse patient effects were reported.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).